Manufacturer narrative:
Device evaluated by MFR: a 4.00 x 24mm synergy xd stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut from the most proximal strut row was lifted and pulled distally, also 8 strut rows through the mid section of the stent were found to be lifted and bunched. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Examination of the hub and strain relief via scope did not identify any issues. A verified 0.014 inch guidewire loaded successfully through the distal end of the tip and exited at the exchange port without issue. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A complex percutaneous coronary intervention was being performed. The target lesion was 90% stenosed and located in the severely calcified left anterior descending artery. This 4.00x 24mm synergy xd was selected but was unable to advance through the 6f guidezilla ii long extension catheter and a stent strut became lifted. The procedure was completed with a different device and the same guidezilla extension catheter. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A complex percutaneous coronary intervention was being performed. The target lesion was 90% stenosed and located in the severely calcified left anterior descending artery. This 4.00x 24mm synergy xd was selected but was unable to advance through the 6f guidezilla ii long extension catheter and a stent strut became lifted. The procedure was completed with a different device and the same guidezilla extension catheter. No patient complications were reported.